Event description:
Was told on (B)(6) 2016 that I have a ruptured implant and silicone in my lymph nodes. I have contacted mentor the MFR of my implants. They will pay for replacement implants, but will not pay to have them removed. I was also told that I was part of a 10 year study. The adjunct study. No one has ever contacted me or followed up with me. My implants mentor 7000 siltex rnd gel mammary prosthesis: implant date- (B)(6) 2005; (B)(6) 2016 - ruptured silicone in my lymph nodes; 2008 - severe memory loss sent to neurologist,(B)(6) weight gain in 8 months, heavy breathing, hair loss, 2009 - no diagnosis placed on low dose thyroid medicine, 2015 thyroid medicine increase dosage. In 2016, symptoms worsened, increased thyroid medicine, frozen shoulder, extremely heavy menstrual bleeding. In (B)(6) 2016 scheduled dnc and hysterectomy. Adjunct study. No f/u. Never heard from mentor. Called today to find out if I was ever part of a study. They told me their records showed in was part of the adjunct study. I asked for records of the study. They told me there was none and any info would have to come from my plastic surgeon. Absolutely no concern that I have silicone in my lymph nodes. I am still trying to find out how to test where exactly the silicone has migrated. Discovered the rupture on (B)(6) 2016 and I am still waiting on insurance to approve removal surgery. The longer I wait the more silicone that is moving through my body.